Event description:
Caller reported that the insulin gauge on their pump displayed an amount different from what was expected, showing 0 units instead of the expected 300 units. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller completed the load process and was instructed not to overfill the cartridge, which they acknowledged and understood. Despite this, the caller declined further technical support for the issue.